Event description:
It was reported that the customer experienced issues with the battery charging. There was no adverse impact to the customer¿s blood glucose level. The customer, who is currently under warranty, did not request immediate follow-up and no further information was obtained.